Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2017. Explant date: 2017.

Event description:
It was reported that the patient underwent an ipg explant due to an unknown reason. No further information has been obtained despite good faith efforts.